Manufacturer narrative:
One catheter was returned for evaluation. The returned device and severed tube segment were examined under magnification. Upon visual inspection of the device found the introducer needle to have a "v" shape profile, this resulting from a redirect during deployment. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing. In order to assure that smiths products meet functional requirements, the dimensions of the catheter components (eyelet, tubing, and hub) are tightly controlled. During the manufacturing process, our catheters are 100 percent tested to assure that the tubing will not tear, break or otherwise fail. Once the catheters are assembled from the tube, eyelet and hub, the catheters are inspected in-process 100% in order to demonstrate that the catheter tube is properly secured to the hub. The reported customer complaint has been confirmed. The cause of the issue has been determined to be user interface.

Event description:
Information was received that a smiths medical catheter was placed in antecubital fossa, and was removed on suspicion of infiltration. Upon removal, it was noted to have been severed, and most of device remained in patient's arm. Catheter was visualized in subcutaneous tissue with ultrasound. Patient was admitted to the or the following day for removal of the device.